Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, while the electrode was connected, although the electrode was closed till the sound was generated, "---" was displayed. After that, an abnormally high temperature was displayed instead of room temperature, so the electrode was reconnected and the temperature on the display returned to normal temperature. And when the device was started to be activated, after the first break occurred, the out put did not rise from 1 w, and the resistance value was also very high and ablation could not be performed later. Therefore, the needle was pulled out and the device was activated again, ablation could be performed normally and the treatment could be completed.

Manufacturer narrative:
Additional information: (street1, MFR city, region, postal code) evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The water circulated normally through the device. The device read the temperature properly. The investigation found the device to function normally and within specifications.if information is provided in the future, a supplemental report will be issued.